Event description:
While tearing down after the case, it was noted that there was appropriately 1 to 1 and 1/2 inches of fluid in the fluid warmer after the warmer drape was removed. Diagnosis or reason for use: to warm irrigation fluids use intra-operatively.